Manufacturer narrative:
An event regarding malposition involving a titanium stem was reported. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. A review of the provided medical records by a clinical consultant confirmed the event to be the result of {...} cup malposition in medialized position within the acetabular bone has contributed to bony impingement between tip of greater trochanter and rim of acetabulum causing a local pain and tissue irritation syndrome requiring intervention with removal of the impinging bone, all devices were retained. {...} the titanium shell will undergo a full investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported in an atx study that the patient with right thr reported pain. There was no evidence of infection or loosening.

Manufacturer narrative:
The following devices were also listed in this report: acetabular shell; cat#500-03-52d; lot# 45394201. Acetabular liner; cat# 623-10-32d; lot# 45759801. Femoral head; cat# 6570-0-232; lot# 45410603. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available

Event description:
It was reported in an (B)(6) study that the patient with right thr reported pain. There was no evidence of infection or loosening.